Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was achieved with a proglide device via a 7f sheath using the pre-close technique prior to a cryoablation procedure. Reportedly, the proglide suture was harvested and the guide wire was attempted to be reintroduced through the guide wire exit port. There was significant resistance; the wire was able to advance 1-2cm. Another wire was attempted without success. After multiple attempts with other guide wires, a guide wire was able to pass through the exit port and the device was removed. The suture of another proglide device was successfully pre-placed. The sheath was upsized to 16f and the cryoablation procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labelling of the device. D9, h3: the device was initially reported as returning, but was unable to be retrieved.